Manufacturer narrative:
(B)(4). Date sent: 11/19/2020. D4: batch # u5c39j. Investigation summary the analysis found that one pve35a device was returned with no apparent damage and with one reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Although there is no direct evidence of use error, the instructions for use do contain the following caution: for the malformed staple, tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. Refer to echelon reload product codes chart below for tissue compression requirement (closed staple height) for each staple size. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Batch #: u5c39j. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. Additional information was requested, and the following was obtained: the staples were formed properly. No bleeding occurred.

Event description:
It was reported that during an open pneumonectomy, a part of a staple was caught in the device and could not be removed at the second firing on the pulmonary vein. The staple was cut by scissors and removed. Another device was used to complete the case. The staples were formed properly and no bleeding occurred. There were no adverse consequences to the patient. No further information is available.